Event description:
Customer reports a cracked dialyzer on reuse number one after patient treatment was completed and dialyzer was being reprocessed. Information on the location of the crack and whether it was visually noted on the dialyzer is not available at this time. Treatment was continued with new disposables. No patient injury or medical intervention reported.